Event description:
In the process of suturing, suture broke at the area where it attaches to the needle. This has been a recurring problem with this product and has been repeatedly reported to the MFR.